Manufacturer narrative:
Ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. Model #/lot # - ult8.5-38-25-p-5s-cldm-tong-050399. (B)(4). The 510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, following a percutaneous nephrostomy procedure in which a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was employed, the hub of the device was found to have separated from the catheter portion, and subsequently was leaking urine. The product problem was discovered three days following the insertion of the complaint device, and the patient discovered the issue when he heard a dripping noise coming from the drain tube. Ultimately, the problem necessitated the replacement of the catheter with a new product. The device is not available for return and evaluation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation a review of the complaint history, drawings, instructions for use(IFU), documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination could not be performed. However, an image was supplied showing the flared tubing completely separated from the proximal assembly. The flare appeared concentric, though an accurate measurement of the flare diameter could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the provided information, no product returned, and the results of our investigation; a definitive root cause could not be determined. However, measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.